Event description:
It was reported that the patients ipg had migrated and was unable to charge it as a result. The patient underwent a revision procedure wherein the ipg pocket was revised and the ipg remains implanted. The patient was doing well postoperatively.